Manufacturer narrative:
H3: product analysis #(B)(4): part # c01a-j, lot # el70348 visual and optical inspection confirmed the vial has been opened and used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for cement screw fixed with l3 burst, 2a-2b, primary osteoporosis and rupture fracture. It was reported that the curing time was fast, and within approximately 1 minute after starting at the appropriate viscosity, all cement within the 8 cement delivery guides had hardened. The cement hardened quickly, approximately 10 minutes after mixing began, which resulted in the inability to inject sufficient cement into the vertebral body and the cement within the cement delivery device could not be extruded. As a result, the fixation was deemed insufficient, necessitating a screw replacement. Due to the rapid hardening of our cement, the fenestrated screw was removed. The plan was to inject cement into the vertebral body using another company's cement and cement injection device before re-inserting the screw. However, the quantity of the other company's cement injection devices was insufficient, leading to the use of the medtronic unused fenestrated screw and cement delivery device. As a result, the fixation range needed to be extended, and the originally planned size of this product could no longer be used. However, the number of screws being replaced was large, which reduced the available working time and there was a delay of more than 60 minutes in overall procedure time. There have been no direct malfunction or complaints about the fns tip, bone filler device and mixer. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4 - this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.